Manufacturer narrative:
No additional information or sn was provided in order to confirm complaint and perform evaluation.

Event description:
It was reported that a patient allegedly fell due to the bed exit not alarming. No further information was provided. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined there was no malfunction with the bed. Also, no further information or confirmation was available regarding whether the alarm was set prior to the alleged event and no injury was reported.

Event description:
It was reported that a patient allegedly fell due to the bed exit not alarming. No further information was provided. No adverse consequence or clinically relevant delay in treatment was reported.